Manufacturer narrative:
H6 coding has been updated. See h6 for additional codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins), model 97715, s/n (B)(6), revealed the ins passed functional testing. Analysis of the lead, model 39286-65, s/n (B)(6), revealed conductors #0, #1, #2, and #5 were broken 3cm from the proximal end of the lead, and conductors #8, #9, #10, #12, and #13 were broken 2.3 to 3.8 cm from the proximal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reports the battery had been dead for a while, stating the patient hadn't charged it since 6 months prior to surgery so the rep couldn't connect, and was unable to further clarify the impedance issues. Rep reports the physician confirmed all information on the date of the surgery.

Manufacturer narrative:
Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(6), ubd: 30-apr-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an impedance issue was identified. The patient had leads from 2013 and expressed a desire for a new, magnetic resonance imaging (MRI) compatible system, stating that the existing system was not being used. A full replacement swap was performed, and the product was explanted. No symptoms, complications, or adverse outcomes were reported. No patient complications have been reported as a result of this event. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.